Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed, since the returned leads were cut; no functional testing could be performed. Hence the reported complaint cannot be analyzed due to incomplete leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04368. The patient received her scs system on (B)(6) 2010. It was reported the physician removed the patient's scs system on (B)(6) 2011. It was reported the patient had stated that the system never worked.